Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no image./always./pressure compensation cap. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. Handgrip, housing, are in good condition. No scratches, no wearing marks. Shaft in good condition (no scratches or other damages). The angulation is out of tolerance. No image and light output from the endoscope. Tested with tc301 sn (B)(6) sn (B)(6). The housing is filled with moisture and the interface board is corroded although the endoscope was tight (no leakage). The angel cover was cut open during the evaluation. The error described by the customer " no image" could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Endoscope was not leaking and only possible way for moisture getting inside sealed instrument is through the pressure compensation valve. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).